Manufacturer narrative:
The investigation for the reported ventricular fibrillation has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the ventricular fibrillation could not be determined. Added: h5-yes.

Event description:
Additional information noted the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03979 was provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 76-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella support, the patient went into ventricular fibrillation in response to an increase in support levels from p4 to p9. The support level was reduced in response to the condition and it was documented that support levels had to remain at p4 or lower to avoid suction. The pump remained implanted after position was verified via transesophageal echocardiography (tee).